Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had to change the infusion set and reservoir because the infusion set was leaking at the site. The customer did not rewind the insulin pump before putting in a new reservoir. The infusion set had a bent cannula and it was uncomfortable. The customer's blood glucose level was 480 mg/dl. Her feet were very swollen. She treated her blood glucose level with the insulin pump. The insulin vial had small air bubbles and it seemed cloudy. The device was not returned.